Manufacturer narrative:
The account found the control box was not functioning. The accounts biomed replaced the control box to repair the bed.

Event description:
The account alleged the bed has no functions and the head section is partially up.